Event description:
Indication for procedure: unk. Procedure: during a (B) (6) 2010 case, an ep lab employee reported to the spnc representative that "an elderly woman was taken into the or after a lead removal case a few days ago and didn't make it." Several attempts were made to obtain info about the case, but were unsuccessful. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Pt outcome: death.

Manufacturer narrative:
MFR dates for all devices: unk.